Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Applicator plunger has gone into vaginal canal, have had to go to urgent care to get it removed [foreign body in reproductive tract]. Gone to remove tampon....no string...had to go to urgent care to get tampon removed [complication of device removal]. Applicator plunger has gone into my vaginal canal along with the tampon [device deployment issue]. No tampon string [device breakage]. Consumer contacted via e-mail and stated that several times she had gone to remove the tampon and realized that there was no string. Also on multiple occasions the applicator plunger had gone into her vaginal canal along with the tampon. No serious injury was reported.